Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was trying to increase stimulation on their left ins and felt a shock at the ins site when they increased it. The patient stated now it felt like it was sore in the area and was painful. The patient tried decreasing stimulation, but it didn¿t help. The patient also stated the stimulation should be in the vaginal area, but they were feeling it where the ins was on the left side. Syncing with the programmer showed the stimulation was on at 2.7v on program 1. The patient lowered stimulation more while on the call and that didn¿t resolve the issue. The patient was advised to turn the ins off and monitor the symptom and follow up with their healthcare provider. No further complications were reported.